Manufacturer narrative:
Philips received a complaint on the mx40 patient wearable monitor indicating that the cardiac division had an incident where a patient died, where it is claimed that the system has not sounded the alarm as it should. The device was in clinical use at the time the issue was discovered. Reporting institution phone#: (B)(6).

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the cardiac division had an incident where a patient died, where it is claimed that the system has not sounded the alarm as it should. The device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
A philips remote service engineer (rse) received system logs for review. The rse indicated that in the wave review, the last 8 minutes of patient data recorded on the patient. The time in focus was 00.00.29 on (B)(6) 2024 just before the first bradycardia alarm was sent out at 00.01.54 on (B)(6) 2024. The rse noted that seen are the patient's curves from the EKG measurement, and the rse saw that there was no asystole, but most likely the patient has had a so-called. Pea (pulseless electrical activity). The rse also saw at the end of the ECG that the curves have changed shape and look different to previously measured ECG curves. This is very difficult to detect without possible other measurements such as spo2 and/or invasive blood pressure. The rse also noted that it took about 1.5-2 minutes from the time the alarm comes until the electrodes completely disappear at 00.03.34 on (B)(6) 2024; the rse believed this was where CPR would have started. A philips product support engineer (pse) also reviewed data that was provided from the customer. The pse analysis found that an extreme brady (xbrady) 38<40 alarm was generated at 00:01:50 on (B)(6) 2024. The patient was in xbrady condition and did not go into an asystole condition during this time. For the asystole alarm to generate, there should have been a gap of 2.5 seconds to 4 seconds in the qrs wave. The wave strip showed that the patient had a rhythm and did not go to asystole condition during this time. The strip shows rhythm until it goes to leads off condition. From 00:03:34 to 00:03:36, c2, ra and ll leads were cycling through on and off, and at 00:03:38, ¿ECG leads off¿ message was generated. If the patient had an asystole condition during this time, then it won¿t be seen on the device since the leads are off and cannot detect the asystole condition. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Additional information was received, which indicated the patient passed away from a cardiac arrest. The customer was expecting an asystole alarm at the time of the event instead of bradycardia; however, there were other alarms occurring at the time of the event and there was no delay in care. The local investigation of the last 8 minutes of data recorded revealed there was no asystole alarm but the patient may have been in pea (pulseless electrical activity). There was approximately 1.5-2 minutes from the time of the alarm until the ECG disappeared, which was presumably due to the start of CPR. Based on this information, there appears to be no device malfunction and there was no delay in care to the patient; therefore, the device did not cause or contribute to the patient's death.